Manufacturer narrative:
Method: no product was returned for eval and investigation. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(4) 2006 - I-flow updated the on-q pump directions for use (dfu), to include the following in the warning section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Du (B)(4)). On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." ((B)(4)).

Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 100 ml. Flow rate: 2.0 ml/hr. Procedure: arthroscopic surgery - right shoulder. Cathplace: right shoulder joint. Pt alleges glenohumeral chondrolysis in right shoulder following placement of an on-q pain buster pain pump after surgery on (B)(6) 2005.